Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ventilator shut down during ventilation. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated by our field service engineer (fse). It was not possible to duplicate the reported event of ventilator shutdown. The ventilator passed all safety and functional tests. No parts were replaced. The device logs were downloaded. It was however noticed during the investigation that the on/off switch cover on the rear side was missing. Evaluation of received ventilator logs was performed. The event log contains a ventilator shutdown from ongoing ventilation on the reported event date which was not preceded by a standby. The shutdown occurred one minute after ventilation start. The shutdown was registered as a normal shutdown together with a system startup later on, which implies that turning off and on the ventilator was done by the on/off switch at the rear side of the user interface. The ventilator passed pre-use check prior and after the reported event. The logs don¿t contain any technical error codes to indicate that there was a ventilator malfunction at the time of the shutdown. Our conclusion in the matter is that the ventilator did not shutdown by itself. The shutdown was done by the on/off switch at the rear side of the user interface. A possible explanation can be that the on/off switch unintentionally was set to off since the on/off switch cover was missing but this has not been determined.